Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received information from technical support to reset the pump, which successfully resolved the issue, and was advised to continue using the pump. Customer understood the instructions and agreed to call back if the malfunction code recurs.